Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.